Event description:
It was reported to boston scientific corporation that an uphold lite was implanted in a patient. According to the complainant, the patient experienced pelvic and buttock pain post procedure. The patient consulted a different physician who diagnosed a central mesh exposure. A tight band at the apex of the vagina was also identified that increases the pain when pushed. The most tender spot is where the mesh inserts on the sacrospinous ligament. The patient was treated with physical therapy, neuroleptic medicine and gabapentin without success. An excision procedure is planned on an unspecified date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.